Event description:
It was reported that a user received an alert on the ilet indicating that blood glucose would need to be entered manually because the dexcom g6 continuous glucose monitor was not paired, and support guided the user through entering the four-digit transmitter code and advised that pairing could take up to thirty minutes. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included no impact on health and no need for medical intervention. Investigation included technical support review and user education on device pairing and signal requirements. Investigation of this case revealed a cgm communication or pairing failure leading to loss of automated glucose data input. It was concluded that the event was related to cgm connectivity and that the ilet functioned as designed by prompting for manual blood glucose entry when no cgm data were available.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.